Manufacturer narrative:
The gluc3 reagent lot number was 84976201 with an expiration date of 31-mar-2026. The chol2 reagent lot number was 855587 with an expiration date of 30-nov-2025. The tp2 reagent lot number was 858705 with an expiration date of 31-may-2026. The hdlc4 reagent lot number was 837065 with an expiration date of 31-oct-2026. The ldhi2 reagent lot number was 860213 with an expiration date of 28-feb-2026. For patient 1, the reaction monitor data did not suggest issues. For patient 2, the reaction monitor data suggest that not enough sample was pipetted. Calibration data for all assays were acceptable. For the alarm trace data: "foam detection in sample", "abnormal aspiration", and "insufficient sample" alarms were observed. The field service engineer (fse) replaced the sample probe, and the customer had no further issues. The investigation determined that the component replaced by the fse was the root cause of the event.

Event description:
We received an allegation of discrepant results for 2 patient samples tested for glucose hk gen.3 (gluc3), cholesterol gen.2 (chol2), total protein gen.2 (tp2), lactate dehydrogenase acc. Ifcc ver.2 (ldhi2) and hdl-cholesterol gen.4 (hdlc4) on a cobas c 503 analytical unit. Patient 1 initial gluc3 result was 54.5 mg/dl. The repeat result was 88.2 mg/dl. The initial chol2 result was 58.3 mg/dl. The repeat result was 154 mg/dl. The initial tp2 result was 5.93 g/dl. The repeat result was 7.48 g/dl. The initial ldhi2 result was 169 u/l. The repeat result was 232 u/l. Patient 2 initial gluc3 result was 50.9 mg/dl. The repeat result was 87 mg/dl. The initial chol2 result was 76.1 mg/dl. The repeat result was 197 mg/dl. The initial tp2 result was 5.70 g/dl. The repeat result was 7.3 g/dl. The initial hdlc4 result was 18.5 mg/dl. The repeat result was 53.0 mg/dl.